Event description:
While the md was placing the intra-aortic balloon catheter through the accompanying metal flexible sheath, the balloon became 'stuck' and the physician was unable to advance the balloon catheter through the sheath. He was able to remove the balloon catheter without damaging it and leave a wire in. A new device was pulled from the sheath and placed without problem using the other sheath available in the kit, the non-metal sheath. This md reports that this is the 2nd or 3rd time this type of problem has occurred. There was no negative outcome to the patient.====================== health professional's impression======================the device failed because the balloon became 'stuck" and the md was unable to advance the balloon catheter.====================== manufacturer response for provides hemodynamic support for cardiogenic shock, 40 cc fiberoptix intra aortic balloon catheter======================unknown at this time.